Event description:
Pt was revised due to loosening.

Manufacturer narrative:
Exam was not possible, as the product was not returned. Although the complaint is non-verifiable, provided info sates the pt fell in a three foot ditch. Provided info also states the product was not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received, the investigation will be reopened.